Event description:
It was reported that the device exhibited functional undersensing. Technical services (ts) was contacted, and ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.